Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Troubleshooting was unsuccessful, as magnet application did not elicit tones or pacing. The patient imlanted with this ICD is undergoing theraputic radiation treatment. Another means of therapy has been made available to the patient, as the radiation therapy is not complete. The physician is concerned that this malfunction may be related to a recent product recall, not the exposure to radiation therapy. The ICD was later explanted, replaced and returned to guidant for laboratory testing.